Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had error in the motor was detected by reading unexpected value from hall sensor.. Customer¿s blood glucose was 11.6 mmo/l at the time of incident. Customer reports they were able to clear the alarm(s). Customer stated they are not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor, drive count or time values or changes incorrect for moving or coasting. Too slow or too fast, no motor movement, or the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms, insulin flow blocked alarms, or displacement anomalies noted.